Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when attaching the stimloc, the support clip could not be attached to the base. The support clip could be fitted but easily came off. There was a possibility that the screw was fastened too tightly when fixing the base. Deburring around the burr hole had not been performed. The base of the stimloc was removed and deburring was confirmed. The issue was resolved at the time of the report. The missing support clip had not been remained in the patient's body. Product replacement with a new one was confirmed. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 924256, serial# unknown, product type: accessory. Analysis of the burr hole cover found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.